Manufacturer narrative:
Additional information in h3, h6, h10. H10: the actual devices were not available; however, a photograph of one (1) sample was provided for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body. The reported condition was verified. The cause of the separation was due to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue luer lock (female connector) separated from the light blue part (main body) of a peritoneal dialysis (pd) transfer set. This occurred during use of the device for peritoneal dialysis therapy. To resolve this issue, the patient received prophylactic antibiotics as a precautionary measure and the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.